Event description:
Wrist restraint was borrowed from one of our other inpatient user facilities. During attempt to apply restraints to a combative patient, staff were trying to secure the restraint to the bed when the plastic snap on the wrist restraint broke and made the restraint unusable. A new restraint was applied to the patient¿s wrist. Per nursing leadership review, the restraints were applied correctly and additional restrain education is being provided. The triangles on the norix platform bed were not being utilized during the above event.